Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for evaluation. Visual inspection of the as returned product identified signs of use, dried blood and bone around the implant as well as dried blood within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report, d4: device expiration, d4: UDI is n/a, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: changed "no" to "yes", h4: date of manufacture, h6: entered evaluation codes, and h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis.